Event description:
The caregiver (cg) contacted a technical service representative (tsr) to report an increased intra-peritoneal volume (iipv) event with the homechoice (hc) machine. The cg also reported that the home patient (hp) had abdominal pain and discomfort. According to the peritoneal dialysis nurse, she was aware that the patient was having pain and was getting overfilled, however, she did not have the drain volume or the largest prescribed fill volume available for the reported event. (B)(4) contacted the nurse on (B)(6) 2010 regarding the iipv that was confirmed in the evaluation. The evaluation revealed that the patient drained 4105ml and filled with 2500ml on (B)(6) 2010. (B)(4) notified the nurse of the probable cause of the iipv: tidal uf removal set too low. The nurse stated that the patient swapped the cycler and has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice was evaluated by the (B)(4) for the reported event of iipv. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported event. The iipv was confirmed in the logs and not duplicated during the (B)(4) evaluation. The most probable cause was determined to be insufficient drain. Use error, tidal uf removal set too low. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.